Event description:
The customer reported false negative reactions with cell #1 of biotestcell 1 and 2 in tube technique. The customer had used a competitor's control kit. This control kit contains an anti-d. The customer has returned the supposedly defective product for investigational testing but not the competitor's control kit that had caused false negative test results. When the supposedly defective product arrived in our quality control laboratory it was already expired and could not be tested. The retained sample had been tested with a weak reacting anti-d. Both d positive screening cells of biotestcell 1 and 2 reacted correctly positively. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell 1 and 2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Event description:
The customer reported a false negative reaction with reagent red blood cell #1 of biotestcell 1 and 2 by using ortho confidence control product. The customer has neither returned the supposedly defective product nor the pt sample that had caused the false negative test result. Testing of the retained biotestcell 1 and 2 sample in our quality control laboratory is still ongoing.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident.